Event description:
I am originally from (B)(6) is highly endemic for lyme disease. I came down with unexplained and severe symptoms that disabled me from being a drywaller, to rolling around in a wheelchair. The current lyme disease testing is terrible! Someone should be able to know definitively how they are doing with borreliosis, and whether or not they have a persistent infection. The testing should be based on the type of organism this is, borrelia and testing shouldn't quantify as pts reaction and have some degree of direct detection of borrelia. Having a direct test would indicate whether someone has persistent infection and whether the borreliosis has been treated appropriately. The detection methods should fit the disease! Borreliosis has been shown to seronegative repeatedly because it is a tissue, and brain disease and doesn't have out in the blood. (B)(6) knows that, why don't you!? I'll say that not having a decent test has at this point "indirectly" ruined my life and potentially that of my young family also! Quest.